Event description:
It was reported that during preparation for a radio frequency ablation procedure using an intellanav mifi open-irrigated ablation catheter the luer detached from the irrigation side port. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. Product will not be returned due to current local regulatory and transportation restrictions.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.